Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Reportedly the customer is using the infusion set for 3 day¿s and not performing the air removal step correctly. Clinical support informed the customer that using the infusion set for 3 day¿s and not performing the air removal step correctly is off label per the tandem user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 198 mg/dl.